Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "bacterial infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient in the mid-face with juvéderm® voluma® xc. Patient developed pain and warmth to the touch in the injected area. Hcp later reported the patient experienced a "salivary duct obstruction leading to dental infection". Patient was treated with antibiotics by their dentist. Hcp does not believe the symptoms to be device related. Symptoms resolved four days later.